Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, lymphadenopathy, and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late, lymphadenopathy.

Event description:
Healthcare professional reported left side "capsular contracture, grade iii baker", "bloody papillary discharge", "breast tenderness", "peri-implant seroma", "radial folds", "small solid, oval and circumscribed nodules", "inframammary lymph node, benign aspect" and "simple ductal ectasias." Device remains implanted.